Event description:
The customer reported observing a background failure and a pressure error on a coulter hmx hematology analyzer with autoloader. The customer observed a fluid leak of approximately 10ml from the right side of the instrument onto the volume conductivity scatter (vcs) shield. The customer reconnected the air tubing, which had become disconnected. This resolved the pressure errors, but background failure remained. The customer could not identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found and replaced tubing with a pinhole in it from the sweep-flow tank (sf1) to resolve issue. The fse also found an unrelated leak, causing solenoids on the diff mixing chamber (mc1) module to get wet. He repaired the source of the leak and replaced all affected solenoids. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).